Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while oversewing the staple line the suture came apart at the swage. They opened a new suture to complete the case. There was no patient injury.